Event description:
Bd syringes 1cc ultrafine 30g 1/2 inch needle. Some syringes have a faulty plunger. Plunger is not easily moving within the syringe barrel and is preventing the proper draw up and injection of the medication.